Event description:
The nail did not connect properly to the nail guide. The case was successfully completed with a different nail; delay of surgery was less than 30 minutes. No report of patient impact.

Manufacturer narrative:
Complaint (B)(4). A4: patient weight was requested but not provided as it was unknown. The device was returned and the part and lot number reported was confirmed to match. The complaint is confirmed. The DHR was reviewed. There were no nonconformances or temporary deviations associated with this failure on this lot. The failure is most likely due to manufacturing issues since the threads turn a couple times only and would get stuck; recall: 25-09 was initiated. The action is still under review for recall classification and FDA has not completed classification.